Manufacturer narrative:
(B)(4). It has been reported that the device is not available for evaluation. A lot number has been provided. Upon completion of the manufacturing review, a follow-up report will be submitted.

Event description:
It was reported that during a nasal surgery, the strings had become detached from the pattie. The surgeon had to remove them from the nose with forceps. There was no reported patient harm or delay in surgery. Sample was discarded.

Manufacturer narrative:
Updated UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. Review of the device history record found no discrepancies. Lowest measured string pull recorded was 4.6 lbs which is well above the required 2 lbs. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.